Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that temperature control malfunction ID (tcmid:05, coolant diff failure) and (tcmid:08, coolant temp low) error messages were observed on the thermogard console (sn (B)(4)) during power up. No information provided regarding if the observed tcmid error messages were able to be cleared. There was no patient involvement. No further information reported.

Manufacturer narrative:
The reported event was confirmed through functional testing and review of the event log retrieved from the thermogard xp ivtm console (sn (B)(4)). The root cause is due to damaged cooling engine, temperature probe and pic 16 board. Review of the event log revealed multiple temperature control malfunction ID (tcmid:05, coolant diff failure) and (tcmid:08, coolant temp low) error messages confirming the reported event. The console was evaluated and passed functional testing without any errors observed; however, examination of the console found that the cooling engine, rj-45 temperature probe, and pic 16 board were damaged and these parts were replaced. Additionally, visual inspection of the console found that the cold well cap was missing and that the white rollers were worn out. These visual observations were unrelated to the reported complaint. Upon replacement of the coldwell cap and the white roller, the console was subjected to a burn-in test for 5 days with no further issues observed. The console subsequently passed all final testing specifications. Historical complaints were reviewed for service information related to the reported complaint and (B)(4) were reported for console with serial number (B)(4) for the same tcmid:05 error message. The thermogard console is a reusable device and was manufactured on 14 sep 2010.